Event description:
A pt was placed on crrt and the machine removed an extra 110cc from the patient. The excess fluid removal caused significant vital sign changes resulting in fluid resuscitation to stabilize the patient. The patient's vital signs remained stable. The treatment was discontinued. The patient was later placed back onto crrt that evening and remained on treatment through 2005. The treatment was tolerated. One day later, the patient expired due to end stage liver failure.